Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("persistent back pain") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, delivery in 2003, delivery in 2010, delivery on (B)(6) 2012 and delivery (plaintiff lost a lot of blood with last child and she was born with jaundice.) In 1999. Previously administered products included for an unreported indication: depovera from 2009 to 2010. Past adverse reactions to the above products included alopecia with depovera. Concomitant products included colecalciferol (vitamin d). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced back pain (seriousness criteria medically significant and intervention required), headache ("headaches") and procedural pain ("minor cramping during the procedure"). In (B)(6) 2013, the patient experienced migraine ("constant migraines (severe, chronic/persistent, debilitating)"), weight increased ("weight gain"), abdominal distension ("abdominal bloating") and dysmenorrhoea ("excessive painful periods with severe and persistent pelvic cramping"). In 2013, the patient experienced sciatica ("sciatic nerve pain"). On an unknown date, the patient experienced muscle spasms ("leg cramps"), depression ("depression"), mental disorder ("essure caused or aggravated her psychiatric and psychological conditions") and vitamin d deficiency ("I also had a vitamin d deficiency"). The patient was treated with paracetamol (tylenol) and surgery (to remove essure). Essure was removed on (B)(6) 2014. On (B)(6) 2013, the procedural pain had resolved. On (B)(6) 2014, the back pain and headache had resolved. In 2014, the migraine, muscle spasms, weight increased, depression, sciatica and mental disorder had resolved. At the time of the report, the abdominal distension, dysmenorrhoea and vitamin d deficiency outcome was unknown. The reporter considered abdominal distension, back pain, depression, dysmenorrhoea, headache, mental disorder, migraine, muscle spasms, procedural pain, sciatica, vitamin d deficiency and weight increased to be related to essure. The reporter commented: plaintiff was neither allergic to nickel nor experienced a hypersensitivity reaction to nickel or any other component of essure. One week after hysterectomy, plaintiff noticed that all of her symptoms disappeared. She was back to her pre essure weight within a month; had no headaches, no persistent pain, leg cramping, and no more depression. Essure did not worsen a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: plaintiff did undergo an essure confirmation test : but does not recall on date and type of test. Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet received. Events abdominal bloating, painful periods, vit d deficiency are added. Historical & concomitant conditions drugs are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("persistent back pain") in a (B)(6) female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, delivery in (B)(6), delivery in (B)(6), delivery on (B)(6) and delivery (plaintiff lost a lot of blood with last child and she was born with jaundice.) In 1999. Previously administered products included for an unreported indication: depovera from 2009 to 2010. Past adverse reactions to the above products included alopecia with depovera. Concomitant products included cholecalciferol (vitamin d). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced migraine ("constant migraines (severe, chronic/persistent, debilitating)"). On (B)(6) 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), headache ("headaches") and procedural pain ("minor cramping during the procedure"). In 2013, the patient experienced sciatica ("sciatic nerve pain"). On an unknown date, the patient experienced muscle spasms ("leg cramps"), weight increased ("weight gain"), depression ("depression") and mental disorder ("essure caused or aggravated her psychiatric and psychological conditions"). The patient was treated with paracetamol (tylenol) and surgery to remove essure on (B)(6) 2014. On (B)(6) 2013, the procedural pain had resolved. On (B)(6) 2014, the back pain and headache had resolved. In 2014, the migraine, muscle spasms, weight increased, depression, sciatica and mental disorder had resolved. The reporter considered back pain, depression, headache, mental disorder, migraine, muscle spasms, procedural pain, sciatica and weight increased to be related to essure. The reporter commented: plaintiff was neither allergic to nickel nor experienced a hypersensitivity reaction to nickel or any other component of essure. One week after hysterectomy, plaintiff noticed that all of her symptoms disappeared. She was back to her pre essure weight within a month; had no headaches, no persistent pain, leg cramping, and no more depression. Essure did not worsen a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Plaintiff did undergo an essure confirmation test : but does not recall on date and type of test. Most recent follow-up information incorporated above includes: on (B)(6) 2017: plaintiff¿s fact sheet was received. The event ¿severe and permanent injuries¿ was clarified to be: constant migraines (severe, chronic/persistent, debilitating), leg cramps, weight gain, headaches, depression, sciatic nerve pain, essure caused or aggravated her psychiatric and psychological conditions, minor cramping during the procedure in addition, product implant was updated; her historical and concomitant conditions and medication were added; treatment medication was provided. Patient demographics were also added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.